Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients eye on (B)(6) 2023. The patient was complaining of glare/haloes at 4 month post-op visit. The lens remained implanted. The patient was given medication - alphagan. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk . B3: unk. D4: expiration date unk . D6b: unk. H4: unk. H6: health effect impact code: 4644 - alphagan. Claim # (B)(4).